Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 53 mg/dl, accompanied by device alerts for urgent low glucose, sensor failure, and dosing stopped, with the user attributing the episode possibly to a cgm sensor issue. Customer care provided assistance by obtaining blood glucose questionnaires and education. Investigation of this case revealed device-reported urgent low glucose and a cgm sensor failure during the event. Symptoms included sweating and malaise. Outcomes included self-treatment with oral carbohydrate without medical intervention. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.